Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The robot had 2 shutdowns. One due to the windows error and one due to a collision with one of the head frame pins. The patient had no injury from the event.

Event description:
The robot had 2 shutdowns. One due to the windows error and one due to a collision with one of the head frame pins. The patient had no injury from the event.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the first shutdown was due to a known software anomaly that is due to a memory management issue. The second shutdown was similar to a known software anomaly that is due to an overlapping of two commands.